Event description:
The customer reported the system would not produce fluoroscopic x-ray. No x-ray. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the technique processor board and the sram memory, and reloaded software. The system operates as intended.